Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error smx null ptr ref (B)(4). Technical support: 1. Informed customer this is most likely due to the logic board. 2. Customer is unable to download and export event logs. 3. Informed customer cad will be in contact with further instructions. 4. Called to verify cad has been in contact. 5. Left a message requesting a call back. 6. Left final message requesting call back if cad has not been in touch. 7. Informed the case will be closed if no call back is received. Technical support case will now be closed. The proximate cause of the customer¿s reported issue could not be determined.

Event description:
It was reported that the device received an error message. The error displayed was smx null ptr ref (B)(4) when attaching the 8100 to an 8015. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an error message. The error displayed was smx null ptr ref 16-14-181 when attaching the 8100 to an 8015. The tech recommended replacing the logic board. There was no patient involvement.